Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shock lead impedance for this cardiac resynchronization therapy defibrillator (crt-d) was found to be greater than 140 ohms. No interventions reported. No adverse patient effects were reported. The crt-d and right ventricular (rv) lead remain in service.